Event description:
Pt had been on dialysis at the hosp. Pt had been in good health until kidney failure. Pt did well on dialysis at the hosp. Upon release from the hosp pt started on dialysis at dialysis ctr. Pt was under the care of a kidney specialist md at ctr (name unk). Blood pressure rose while under carer and periodic dialysis at ctr. Ctr and the md's there did not get the blood pressure down and pt did not feel well all the time they were under treatment at ctr. Pt had a seizure approx a month later and was hospitalized. Pt had a stroke three days later and was pronounced brain dead except for brain stem. Pt was placed on life support and died a week later. Rptr suspected from the news articles that they had seen that pt's death was associated with the FDA investigation at ctr.